Event description:
It was reported that the spinal cord stimulation (scs) was no longer working as intended. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith effort.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 1105308. UDI: (B)(4). Sc-8336-50 (B)(6). Investigation result: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. Device history record: a review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) was no longer working as intended. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained despite good faith effort.